Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
A report was received stating that the tracheostomy tube was found deflating at the cuff after an unknown amount of time in situ. The device was replaced. No incident related medical sequela was reported.